Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to verify unexpected low battery alarm and perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test due to blank display.

Event description:
The customer reported via phone call that the insulin pump had low battery alarm. The customer¿s blood glucose level was unknown. The customer reported that they had low battery alert. The customer was advised to monitor the pump and call back if issue recurs. The customer was advised to revert to back up plan per health care professional instructions if needed. The insulin pump will be returned for analysis.